Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a cloudy, bad screen. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive part of the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive part of the objective lens was peeled off noted at estimation.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. No additional information was available. The device was evaluated, and the reported issue was not confirmed. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. Water tightness was not maintained due to holes in the universal cord caused by external factors. The up/down angle fixing lever was discolored due to handling. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.